Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cutting of the lung fissure on a video assisted thoracoscopic left upper lobe resection, the surgeon was able to squeeze the green button but the staple was not able to fire. The device was replaced to complete the case. There was no patient injury.